Event description:
Hill-rom received a report from the account stating the left head siderail will not latch. The bed was located at the account in the recovery area. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the side rail not latching due to feeding fluid on latch block cause mechanism to stick. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician cleaned and lubed the latch block locking mechanism to resolve the issue. Based on this information , no further action is required.